Event description:
The plaintiff's attorney alleged that the decedent an inpatient hemodialysis treatment was reported to have a predialysis co2 level of 24, within 15 mins of said treatment developed hypotension and possible seizure on (b)(7) 2011 and subsequently expired on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one of multiple events reported for the same pt involving two separate products and associated with the following mdrs: 1225714-2013-03415, 03416, 03417, 03418, 03419, 03420, 03421, 03422, 03423, 03424, 03425, 03426, 03427, 03428, 03429, 03430, 03431, 03432, 03433, 03434, 03435, 03436, 03437, 03438, 03439, 03440, 03441, 03442.